Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported, I paid a huge amount of money. And these aligners are making my teeth worse. I need a medical professional to actually correct this. The bbb or attorney general will be contacted, if this is not actually addressed and corrected. Clinical review: the issue was escalated, to the escalations team for further attention. The patient was provided with an aligner evaluation, for dual refinements. Based on the available information. It appears, that this issue may cause or contribute to injury to the patient. Further follow-up and assessment are recommended to address and correct the situation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.